Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a retainer ring knit line damage. The pump passed the self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad flex connector, pcba 1, motor home switch and force sensor. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, a retainer ring knit line damage was noted during inspection. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (end cap address label faded and peeling) and serial number label missing. Unresponsive keypad was confirmed during analysis with intermittent button response due to moisture damage on the keypad flex connector and pcba 1. Cosmetic damage was confirmed at the belt clip rails. Retainer ring knit line damage was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip rail damaged. The customer reported no adverse event. The event involved product(s) mmt-1712. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712 was requested for return and customer returned mmt-1712 for analysis.